Manufacturer narrative:
Part 03.037.004, lot 190483-201: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: march 03, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: upon visual inspection, the laser weld to secure the spring component to the centering attachment was broken. The spring component was not returned. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device and the spring not returned. The relevant drawings were reviewed; no product design issues or discrepancies were observed during this investigation. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during sterile processing the cannulated hollow drill bit was missing the retention pin. As a result, the sliding piece will not stay in position. There was no patient involvement. During the investigation by the manufacturer, it was noted that the laser weld to secure the spring component to the centering attachment was broken. This report is for a drill bit. This is report 1 of 1 for (B)(4).